Event description:
It was reported that during a left carotid endarterectomy procedure, the balloon deflated. "Intraoperative bleeding" was reported but there was no indication of lasting patient injury.

Manufacturer narrative:
One catheter was received without the packaging or the syringe. The catheter was received coiled and there was no visible body damage observed. Inflation testing was performed using a laboratory sample 10.cc syringe. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found to have a pin hole in the central area. There was no damage to the windings or the catheter body although there was dried blood on both distal and proximal windings. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed; however, no obvious manufacturing nonconformances were identified. Although the root cause cannot be conclusively determined, procedural factors may have contributed to the event reported. No actions will be taken at this time.